Manufacturer narrative:
Device passed the self test. However, pump received an immediate restart during rewind followed by a pump error 3 alarm due to moisture damage found on the electronic assembly. Unable to perform the displacement test due to pump error 3 alarm. Found this moisture damage on the flex cable connecting lcd to electrical board. Device was received with a cracked case behind the insulin pump at the battery compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump errors and solid white screen. Customer reported they were unable to clear the alarm. Customer stated buttons were not responding. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.